Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind/prime sequence and insulin was squirting out of the tubing. Customer was unable to clear the alarm. Blood glucose value was 201 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.